Event description:
Addtional information: it was later reported that the patient experienced return of rigidity symptoms. It was indicated that the pat ient had recovered, was "ok" and was receiving effective therapy following the replacement.

Event description:
The patient did not feel very well "in the last days". At a follow-up appointment on (B)(6) 2012, the pump was interrogated. The estimated eri (elective replacement indicator) was less than 1 month. The clinician programmer showed a message of reset occurred. Per the previous pump printouts, the pump was programmed to deliver baclofen 500 mcg/ml in flex mode. The infusion mode was changed to simple continuous without a specified daily dose. The plan was to replace the pump. It was later reported that the pump was explanted because of eri condition. It was added that low battery reset occurred. In addition it was noticed at interrogation that the pump switched mode spontaneously. On receiving the pump logs it was observed that "schedule to replace the pump by" incorrectly displayed as a series of question marks and as a date greater than 90 days from the eri date was displayed on the programmer i.e. 02/10/2017.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump revealed pump battery high resistance.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.